Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin. Tandem technical support educated the customer regarding room temperature insulin. Customer continued using the same cartridge. There was no reported adverse impact to the customer.